Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2014, inratio: 1.6, lab: 2.x (exact result not known); (B)(6) 2014, 1.5, 2.2. Lab comparison performed within an hour of testing on the inratio system. Pt self tester's therapeutic range: 2.5-3.5. Pt's finger touched the sample well when applying sample.

Manufacturer narrative:
The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned monitor using retain strips did not uncover any deficiencies. The monitor continues to meet specification and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and does not affect product performance. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint during testing on (B)(6) 2014. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.